Manufacturer narrative:
The customer's device was not returned for investigation. A device history review could not be performed because the device was not returned.

Manufacturer narrative:
Section a was left blank as patient information was not provided. Section e.1 initial reporter prefix/title, first and last name are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. Literature citation: yamamoto, r., kataoka, n., imamura, t., nakamura, m., & kinugawa, k. (2025). Temporary use of leadless pacemaker as a bridge to cardiac resynchronisation therapy: a case report of fulminant myocarditis. European heart journal - case reports, 9(7). Https://doi.org/10.1093/ehjcr/ytaf316.

Event description:
It was reported that a patient implanted with an impella 5.5 showed signs of infection and had a subcutaneous hematoma. Signs of device infection required removal of the temporary pacing lead, but the patient had a severe tendency to bleed and subcutaneous hematoma. Due to the high procedural risk of cardiac resynchronization therapy (crt), the implantation of the micra av system was selected as a temporary bridge, with the goal of ultimately transitioning to crt. After the implantation of the micra av, the temporary pacemaker was removed without incident, and infection and bleeding tendencies improved. Subsequently, crt was implanted as long-term treatment, and the impella 5.5 was successfully removed. Additional information was received that the infection was not related to the impella.